Manufacturer narrative:
Date sent to the FDA: 04/06/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a paper lid and a winding former with a partially dispensed suture piece of product code vcp451h were received for evaluation, the suture was dispensed, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. In addition, another section of the suture and the needle was not returned for analysis. No conclusion could be reached as to what caused the reported complaint. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? Could you please provide lot number? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.

Manufacturer narrative:
Pc (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *what tissue was being approximated or sutured when it broke? *could you please provide lot number? *device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on 1/10/2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.